Event description:
During sx active electrode was placed on the drape, it was not activated by the handswitch nor was foot pedal in use when it melted through the drape and caused a superficial 5mmx2mm burn on the patient's back.